Event description:
Discrepant results for one patient sample. Initial sodium result 140 meq/l, initial potassium result 5.0 meq/l. Same sample repeated using different instrument, same method, gave results of 140 meq/l for sodium and 4.0 meq/l for potassium. A new sample from the same patient was also tested using the initial method. The new sample gave results of 123 meq/l for sodium and 4.3 meq/l for potassium. The initial results were reported. Patient not adversely affected. The field service representative was unable to determine a cause for the discrepancy.